Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item# unknown / unknown cup / lot # unknown. Item# unknown / unknown liner / lot # unknown. Item# unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -02386.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on an unknown date with competitors cup, liner and stem. The patient was revised approximately 11 years ago for aseptic loosening of competitor stem. Stem was removed and a zimmer stem was implanted. Subsequently, the patient was revised approximately one month ago due to elevated metal ion levels, metalosis and corrosion. The head was removed and replaced with biolox head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h2, h3, h4, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of photographs provided identified discoloration on the stem's taper, and the head's trunnion. A femoral head was returned for evaluation. The product was covered in bio-debris. Dark discoloration of the taper was noted. No damages were present. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Axial wear or corrosion marks were also visible on the taper surface. Quantitative eds of the taper's surface identified the following: 1) biological material containing some or all of c, o, p, s, cl, and ca. 2) cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. No other issues were noted and no further evaluation could be performed with the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.